Event description:
It was reported the pump of this inflatable penile prothesis was tested by the physician and found to lock during activation and deactivation. A revision procedure was scheduled as the device is not usable. No patient complications were reported.

Event description:
It was reported the pump of this inflatable penile prothesis was tested by the physician and found to lock during activation and deactivation. The patient underwent a surgical procedure in which the device was explanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this product was thoroughly analyzed. Visual examination identified that one of the cylinders had a hole at the distal end and at the front tip, as well as leaks; the holes and leaks were consistent with sharp instrument. The other cylinder also had a hole at the middle, with broken fabric threads and a leak, also consistent with sharp instrument damage. Based on the information available, the most probable cause of the reported allegation cannot be established.